Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The customer would drive to endoscopy trajectory for applicative test, move in axial slow/medium/fast, and attempt to touch tip of endoscope or pointer to ball. When the customer attempt to move towards home or next trajectory, ¿axial constraint error¿ would appear on screen. The customer noticed this incident repeatedly, and found that any minor motion in an axial direction along trajectory would cause this communication failure (it did not occur if the he only moved in isocentric motion). The customer restarted the device and error continued to occur. The surgeon was informed about the possible patient risk and the procedure will not be completed with rosa as scheduled.

Manufacturer narrative:
The device (B)(4) has not been inspected for investigation purpose, a review of the data log files was performed. According to this log files analysis the cause identified is a lack of instruction regarding the installation of calibration files when installing instruments. In this specific case the incorrect calibration file was installed by the field service operator. Log files analysis.